Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted. Per information received from abbott patient device tracking, the patient was reported to have died on (B)(6) 2017. The cause of death remains unknown. Further information has been requested but has not been made available.